Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) provided assistance and recommended to have an x ray image to confirm lead integrity as a fracture is suspected. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) provided assistance and recommended to have an x ray image to confirm lead integrity as a fracture is suspected. This product remains in service. No adverse patient effects were reported. Additional information was received from the field stating this patient was check in clinic and lead testing was performed with normal measurements obtained. It was noted that they will monitor this patient. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.